Manufacturer narrative:
(B)(4).

Event description:
The user is reporting that during a patient use event, several artifacts were detected and the analysis periods seemed to increase in time. Patient outcome is unknown.